Event description:
It was reported that nrg transseptal needle was selected for pulmonary vein isolation radiofrequency ablation. During the procedure when attempt was made for transseptal puncture with the needle, the transseptal puncture was not able to be performed even after multiple attempts were made for energization. Thus the needle was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for pulmonary vein isolation radiofrequency ablation. During the procedure when attempt was made for transseptal puncture with the needle, the transseptal puncture was not able to be performed even after multiple attempts were made for energization. Thus the needle was replaced with another same model needle and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as discarded. It was further confirmed that rf was delivered but could not cross. No damage was noted on the needle or needle was manually shaped. No error was noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. B5 describe event or problem field updated with new information obtained.